Event description:
In 2007, a gore propaten vascular graft was implanted in the femoropopliteal below-knee position of a female patient. The patient presented on postoperative day 3 with hematoma in the entire graft tunnel, would infection and dehiscence which was evacuated. The graft remains implanted.